Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. The customer¿s blood glucose (bg) level ranged from 300 mg/dl to displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address bg.